Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's lower display was faulty. Patient information not provided.

Manufacturer narrative:
Covidien reference number: (B)(4). Additional information was received on february 15, 2017. The medtronic service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed all testing and was placed back in use at the customer site.

Event description:
There was no patient involvement at the time of the reported issue.